Event description:
It was reported during an unknown procedure, the clip will not stay closed. A new device was used with the same result. The case was completed without any patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.